Event description:
The mylar table cover snapped as the pt was being positioned by hosp staff. The pt sustained an injury to the rib area and was x-rayed to determine the extent of the damage. The pt suffered three broken ribs when falling through the tabletop, and has been released by the hosp. The mylar sheet was replaced one week earlier. It split at the fixed (non ratcheted) end of the table. The damaged sheet was inadvertently discarded.